Event description:
It was reported by service report that the bed extender cable connector for the foot board is damaged/cracked. It is unk if there was pt involvement or if there are adverse consequences to report.